Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.

Event description:
A report received from the clinical registry in another country, indicated that a dissection occurred after the implantation of a cypher stent. The dissection was treated by implantation of another cypher stent. The event was determined as possibly related to the cypher stent.